Event description:
Recently, I have had major issues with a contact lenses that I have been wearing for over 20 years - I have been wearing the same prescription for about 10 years. I purchased new boxes, they have new packaging, and started to notice blurry vision and floaters. I started to research online if something has changed since they company change packaging - and there are multiple complaints this type of contact lens. All the complainants have the same issue blurry vision, floaters, redness, dry eyes, itching, and eye twitching. I am a medical professional but also a consumer- I think this should be researched as they are allowing people to use lens that are not the accurate prescription. I am unsure if the lens is getting damaged from the solution that it is sitting in or if they are using a poor material for the lens. I attached multiple links of other patients complaining of the same issue: 1. 40 commenters: https://www.reddit.com/r/contacts/comments/17fqlfe/is_anyone_else_having_issues_with_acuvue_oasys/ 2. 108 commenters: https://www.reddit.com/r/contacts/comments/152odac/acuvue_oasys_different_packaging.